Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored supraventricular tachycardia (svt) episode. Upon review, the presenting egm showed the ICD had delivered three bursts of anti-tachycardia pacing (atp) and one shock therapy. It was determined that the therapy was inappropriate. Ts discussed programming options with the hcp. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored supraventricular tachycardia (svt) episode. Upon review, the presenting egm showed the ICD had delivered three bursts of anti-tachycardia pacing (atp) and one shock therapy. It was determined that the therapy was inappropriate. Ts discussed programming options with the hcp. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This report is being submitted to correct the patient codes field (h6) in section h, device manufacturers only

Manufacturer narrative:
This report is being submitted to correct the patient codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored supraventricular tachycardia (svt) episode. Upon review, the presenting egm showed the ICD had delivered three bursts of anti-tachycardia pacing (atp) and one shock therapy. It was determined that the therapy was inappropriate. Ts discussed programming options with the hcp. No additional adverse patient effects were reported. This ICD remains in service. Subsequent additional information was received that reported that during a supraventricular tachycardia (svt) episode, this implantable cardioverter defibrillator (ICD) had delivered bursts of anti-tachycardia pacing (atp) and six shocks inappropriately. Technical services (ts) was contacted for programming assistance. Ts provided programming recommendations. At this time, no additional adverse patient effects were reported. This ICD remains in service.